Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 140 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that he will go through the prime rewind over and over again and when he hold act till fill tubing during the fill cannula, the pump will spit insulin out and he will get an alarm each time. The customer stated that the he cannot pass the alarm. The customer was advised that the device will need to be replaced.